Manufacturer narrative:
The console was not returned to the manufacturer for investigation; however, it was serviced at user facility by field service engineer (fse). During evaluation of the console at user facility, it was identified that the components high reflector mirror and brick were defective. The brick was replaced; the issue was resolved and the console worked within the specifications. As a result, the console was functioning as intended, therefore the reported allegation is confirmed. It is likely that the defective components could have affected the device performance leading to the event experienced by the customer. The replaced brick was received at manufacturer for investigation. Upon receipt of the brick at quality assurance laboratory, the component was thoroughly analyzed. Visual inspection identified the brick was in overall good physical condition. The ends were intact with all screws in place. There was leakage along the end cap seams. The body had traces of residual on the surface, and the light shines through the rod. The console was installed on (B)(6) 2008, and this event occurred 17 years after the system installation. After this period, component wear, failure or damage is possible based on product use. A risk review was completed and confirmed that the event of low power was defined in the risk documentation. Based on review of all information available and analysis results, an investigation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that when checking the device, it was found that the power was low. There was no patient involved.

Event description:
It was reported that when checking the device, it was found that the power was low. There was no patient involved.